Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that rhbmp-2/acs was used during unspecified surgery. Reportedly, the patient is "now constantly worried about having to go back under" and is "in a lot of pain."

Event description:
Motor vehicle crash in 2000, which resulted in t11-t12 compression fractures, which healed. Then developed symptomatic disc herniation at ls-sl. Underwent lumbar fusion in 2007 but unfortunately post operatively continued to have back pain with radiation into the left leg and numbness and tingling in the left leg. Also, reports two-year history of gradual onset cervical pain with radiation into the left arm, left elbow, and digits 3 and 4. States medication helps ease symptoms and has used medical marijuana. On (B)(6) 2007: admitted to hospital, lumbar degenerative disc disease. Posterior lumbar interbody fusion at l5-s1 l5-s1 transverse process fusion cage placement nonsegmental fixation screws and peek rod were placed (B)(6) 2008: x-ray lumbar spine pedicle screw and posterior rod fixation from l5-s1. Left sided asymmetric spinous erector muscle edema. Alignment appears normal and stable. Mild disc bulge at t1 with minimal mass effect. No central canal stenosis is seen. Vertebral height appears maintained. On (B)(6) 2008: open MRI lumbar with and without contrast history of low back and lower left extremity pain findings: since previous films, pedicle screws and posterior rod fixation has been implanted between l5-s1. Left sided asymmetric s pinous erector muscle edema. No abnormal intensity seen. Alignment appears within normal range and is stable. Vertebral height appears maintained. Disc bulging noted at l3-4 and l4-5. On (B)(6) 2008: one year post op check up from l5-s1 plif spinal fusion. Patient still has ongoing back and bilateral posterior thigh and calf pain, as well as numbness felt in the balls of feet bilaterally. Tried physical therapy but did not help. X-rays were reviewed today and show a solid appearing fusion. The most recent mrl was reviewed again and does not reveal any new pathology or suggestion of pathology at the levels above fusion. Has good radiographic results after surgery, however has yet to see any symptomatic benefit. On (B)(6) 2011: left l4-l5 transforaminal epidural steroid injection under fluoroscopic guidance. Thoracic or lumbosacral neuritis or radiculitis. On (B)(6) 2011: left l4-l5 transforaminal epidural steroid injection under fluoroscopic guidance. Thoracic or lumbosacral neuritis or radiculitis. On (B)(6) 2011: left l4-l5 transforaminal epidural steroid injection under fluoroscopic guidance. Thoracic or lumbosacral neuritis or radiculitis. On (B)(6) 2011: MRI lumbar spine impression: impression: l5-sl posterior fusion hardware and left interbody fusion device with suspected mild extrusion of the interbody fusion device in the left lateral recess contacting the left traversing 51 nerve root. Moderate left l5-sl neural foraminal stenosis with mild effacement of the l5 foraminal nerve root (unchanged). Normal alignment of the lumbar spine without fractures or vertebral narrow edema. Mild l4-l5 facet arthropathy. On (B)(6) 2011: patient presents for a lumbar spine intake. Patient has back and leg pain. Previous history of l5-s1 posterior lumbar interbody fusion done in 2007. For a short period following surgery had some symptomatic relief but overall surgery did not significantly alter symptoms of back and leg pain. Over the last 2 months has had an increase in back and leg pain which prompted MRI scan and subsequent neurosurgical consultation. Pain begins in the mid lumbar region and radiates bilaterally into the paraspinous musculature. There is diffuse leg pain in both the anterior, posterior, and lateral distribution. Also has numbness of feet and toes that has been present for the last year and a half. A nerve conduction study in patient's records suggests peripheral neuropathy. Patient has had some physical therapy. On (B)(6) 2011: CT lumbar spine without contrast patient complains of back pain findings: interbody fusion and bilateral dorsal fixation. The dorsal fixation hardware is intact. The interbody fusion is stable in appearance. There is prominent solid bridging dorsal ossification. Centrally, the interbody fusion demonstrates bridging bone formation. There is a partial left-sided facetectomy. There is mild neural foraminal stenosis. On (B)(6) 2011: lumbar CT scan shows a solid fusion both over the transverse processes and through the interbody cage. The cage has not dislodged posteriorly and is well positioned. There is some bone formation posterior to the cage. It is not clear whether or not this is causing any nerve root compression. In order to understand whether we are dealing with compression by bone or epidural fibrosis, patient will have a lumbar myelogram. On (B)(6) 2011: lumbar myelogram. History of low back pain that radiates into left lower extremities. Findings: fusion hardware at l5-s1 stable from the prior studies. Mild mass effect on the ventral thecal sac at l3-4 through l5-s1. No severe blunting of nerve root sleeves is suggested with decreased sensitivity due to body habitus. On (B)(6) 2012: continued musculoskeletal management of low back pain. No generalized swelling or edema of extremities. Return in 4 weeks to continue therapy on (B)(6) 2012: patient presents for an esi for treatment of lumbar radiculopathy right l4-l5 transforaminal epidural steroid lumbosacral neuritis or radiculitis. On (B)(6) 2012: continued musculoskeletal management of neck and low back pain. On (B)(6) 2012: continued musculoskeletal management of neck and low back pain. Rehabilitation: physical therapy: aquatic therapy began (B)(6) 2012. Vertical traction in pool seemed to help some with leg pain. Referral to pt made for additional 10 visits. On (B)(6) 2012: continued musculoskeletal management of neck, shoulder and low back pain. Rehabilitation: physical therapy: aquatic therapy at (B)(6) began (B)(6) 2012. Vertical traction in pool seemed to help some with leg pain. Referral to pt made for additional 10 visits. On (B)(6) 2012: continued musculoskeletal management of neck, shoulder and low back pain. Rehabilitation: physical therapy: aquatic therapy at (B)(6) began (B)(6) 2012 last visit (B)(6) 2012. Vertical traction in pool seemed to help some with leg pain. Referral to pt made for additional 10 visits. Did (B)(6) - did well, but was very sore next day. On (B)(6) 2012: neck and low back pain. Pain mainly on left side in neck, arm, low back, arm, and leg. Rehabilitation: physical therapy: aquatic therapy began (B)(6) 2012 last visit (B)(6) 2012. Vertical traction in pool seemed to help some with leg pain referral to pt made for additional 10 visits. On (B)(6) 2012 - has not started yet (B)(6) 2012. Patient encouraged to pursue aquatic exercise independently and to continue his hep...

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).